Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that due to weight gain, the patient was unable to charge their ipg as recommended. In turn, the ipg became inoperable. As such, the patient¿s ipg would not communicate. As a result, the patient underwent surgical intervention to have their ipg replaced with a new one. Effective therapy was restored postoperatively.